Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The caller was provided with pump reset information by technical support, but they were unable to complete the reset at that time and planned to call back for further assistance. It was determined malfunction code did not re-occur after pump reset. Customer may continue to use the pump.